Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, moderately tortuous and 90% stenosed anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified, moderately tortuous and 90% stenosed resulted in compromising the balloon thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The nc trek balloon dilatation catheter was advanced with resistance, and ruptured during the second inflation at 16 atmospheres. A non-abbott balloon was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.